Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Following the information provided the enterprise 5000x bed mains lead had "combusted" on the ward. The photographic evidence shows a scorched damage on the corridor wall, where the damaged cable contacted it. On the initial examination the power cord was found damaged. The circumstances of the damage are unknown, however it is assumed that the cord might have been routed between the frame parts and when the frame was lowered, the cable was pinched and damaged as a result. The evaluation of the bed confirmed that only the power cord was damaged, the remaining functions were intact. The replacement of the power cord allowed to resolve the issue. There is no indication of patient involvement at the time of event. No injury was sustained.

Manufacturer narrative:
Following the information provided the enterprise 5000x bed power cord combusted on the ward. During the initial examination the mains cable had been found to be severed. The bed was removed from service and moved to the hospital¿s basement corridor. There is no indication of patient involvement. No injury was sustained. The device evaluation was performed and it was determined, that except for the power cord damage, it was working as intended. Additionally, the bed was examined for any burn marks, but it was reported that none were found, however photographic evidence shows the scorched wall nearby. During the inspection, the bed mains lead was replaced and afterwards the device operated correctly. The damages of the power cord indicate that the excessive external force or friction must have been applied to the power cord in order to damage the cable this way. It was reported that the mains lead could have been threaded within the bedframe and possibly damaged when either the backrest or main bedframe were being lowered. The circumstances of the damage occurrence remain unknown, therefore it is not possible to establish the details of the damage. Please note that the instruction for use for the enterprise 5000x bed (746-577-en rev. 17) includes the following information related to the cable damages and regular inspections: - "make sure the power supply cord is not stretched, kinked or crushed" - "make sure the power supply cord does not become entangled with moving parts of the bed" - "visually check power supply cord and mains plug" - this activity is to be done by the caregiver weekly - "examine the power supply cord and mains plug - if damaged, replace the complete assembly; do not use a rewireable plug" - this activity is to be done by the qualified personnel during yearly preventive maintenance procedures. Arjo device failed to meet its performance specification since the power cord was damaged. It is unknown whether the device was used for a patient treatment when the failure occurred. This complaint is deemed reportable due to damaged power cord and presence of scorched marks on the wall nearby.